Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had alarmed a compromised force sensor system. The alarm was present in the alarm history. The customer¿s blood glucose during the incident was unknown. No further details were given. The insulin pump will not be returned for analysis.